Event description:
Pt was to receive 40mcq kcl premixed in 100ml sterile water to infuse over two hrs. The infusion pump rate was set at 50ml/hr. Approximately 7-10 mins after the infusion was started, the pump was alarming because the bag was empty. The rate at this time was noted to be 500ml/hr.